Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was seen by emergency technicians with blood glucose (bg) values that dropped to 21 mg/dl. For treatment, the patient was given glucose gel and juice. The patient's bg values rose to 238 mg/dl. The pod was worn longer than 48 hours on the abdomen. The ambulance left after a couple hours.